Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) met end of service (eos) with excessive charge time and charge time out. The device was explanted and replaced. It was also reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for sensing integrity counter (sic), and oversensing and undersensing of the r waves. It was also noted that the right atrial (ra) lead exhibited undersensing of the p wave. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.